Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 16 during the load process. There was no reported impact to the customer's blood glucose level. Customer was able to load a new cartridge successfully.